Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in recurrent peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was hospitalized for the event and treated with 1 gm vancomycin intraperitoneally (ip) and 1 unspecified dose of flagyl and aztreonam (frequencies and routes unknown). Four days after the hospitalization, the patient was reported to have recovered from the event and was discharged from the hospital. On an unreported date, the patient was retrained on the proper aseptic technique. A month later, the patient experienced recurrent peritonitis and was again hospitalized. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) and was retrained on the proper aseptic technique. At the time of this report, the patient remained hospitalized but was recovering from the peritonitis. No additional information is available at this time.